Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible revision was discussed. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Engineering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible revision was discussed. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Enginering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the implant date.

Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible revision was discussed. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Enginering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible revision was discussed. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Enginering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The device was explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that a combined system report was sent to technical services (ts) for review due to five open circuit alerts from recent shocks delivered by this device. Further review noted that the patient was in a true ventricular fibrillation (vf) where the device attempted to shock the patient four times. The shock impedance measurements were high and out of range, but the patient went back to a sinus rhythm either from the last delivered shock or spontaneously. A review of the device history noted that the high voltage impedance was high for the last few years. A possible revision was discussed. A review of the device data by engineering noted that five max energy shock attempts returned with an open lead fault, thus the energy delivered could not be accurately determined. Enginering noted that it is normal for the initial charge to be longer than subsequent charges this is because the capacitors become more efficient, and some residual charge remains after a successful delivered shock. Engineering estimated that approximately 27j of energy was taken from the capacitors in this case, and not all may have been delivered to the target tissue due to the high impedance interface. Depending on the conditions much of the energy could have been dissipated at the high impedance vs the myocardium. Ts noted that based on these insights a new lead should be implanted. Ts also noted that even though a normal shock value was seen during an in clinic follow up with suspected mineralization/calcification on the coil, the painless test following delivery of an actual shock may lower temporarily, eventually increasing again. Ts noted that in this case, it was not a commanded shock, but actual therapy shocks and the outcome of those shock attempts was an open circuit, great then 125 ohms - meaning the rv lead needed to be revised. In addition, a painless test is somewhat irrelevant in the given situation, the lead cannot be relied on to deliver the energy required. The device was explanted and was expected to be returned. No adverse patient effects were reported.